Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped2 pipeline failed to open in the distal section. Ped placement in left internal carotid artery (ica)-cavernous aneurysm. The procedure was started with the plan to withdraw the ped to the ica in a deployed state and position it. The ped was deployed from m1, but the distal end did not deploy even when about 30% of the total was deployed. After that, resheathing was performed to remove the protective sleeve, and then deployment was performed again, but the distal end continued to be unable to open. By increasing the amount of ped deployment to about 40% of its total and pulling or carefully pushing the entire system, the tip opened slightly. During this time, the body portion was completely expanded, but only the tip opened slightly, and the portion 3 to 10 mm from the tip remained closed. In order to achieve good deployment of the entire ped, including its tip, the ped was repeatedly resheathed (approximately 10 times in total). As a result, the tip gradually expanded into a trumpet shape, and at the same time, angiographic findings confirmed that the tip was beginning to loosen. Because the degree of loosening was significant, and considering the risk of thrombosis, abandoned the use of this product and stored it inside the microcathter and removed the entire system from the body. The device was discarded because the patient had an infection. Subsequently, a new ped2-400-20 was opened, and a good expansion was obtained; the placement was also done well; the treatment purpose was achieved, so the procedure was completed. The pipeline was positioned in a bend. Less than 50% was deployed when it failed to open. The pipeline was resheathed 3 or more times. The devices were prepared according to the package insert. The patient was being treated for an unruptured, saccular aneurysm. The max diameter was 11mm and the neck diameter was 8mm. The distal landing zone was 3.7mm and the proximal landing zone was 4.7mm. Vessel tortuosity was strong. No patient symptoms were reported. Ancillary devices: fubuki 6fr guiding sheath, phenom 27 microcatheter, synchro standard guidewire, chikai 14 gudiewire, septer xc 4-11.